Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following corrections have been made: b1, b2, g2 (correcting initial report), g3 (correct initial report to 12-aug-2022), h6: clinical codes, medical device problem code, component code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant: 1734166 200-02-29 - three peg patella 29mm 1976253 230-02-03 - optetrak asy,cr cemented femoral, sz 3, 2013520 204-04-32 - trapezoid tibial tray sz 3f/2t. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documents that on (B)(6) 2011 a female patient underwent a left knee total arthroplasty, then on (B)(6) 2012 the patient underwent a revision of the exactech net compression molded, posterior stabilized tibial insert, and exactech constrained condylar femoral component, approximately 1 year 20 days after implant. It is stated that despite undergoing the revision surgeries, the patient experiences daily knee pain and discomfort which limit activities of daily living and recreation and impacts quality of life. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.